Event description:
The doctor claims that the graft replaced a bifurcated graft implanted 6 years ago. After the new graft was implanted and circulation restarted, the graft sweated blood from various places. The quantity of blood lost through the graft, the duration of the leakage and how the leakage was stopped have not been reported at this time. There was no injury or complication to the patient. The patient status is reported as "ok". The company received the following additional information: the quantity of blood lost through the graft was approximately 300ml. The duration of the leakage was approximately 30 minutes. The leakage was stopped with a dose of protamine. The anatomical location in the patient where the graft was implanted was reported as "the y bifurcation" (aorta-bifemoral). Note: based upon the above, the graft appears, at this time, to have been left in the patient.